Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.  Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors.  The sapien valve relies on native valve calcium to securely anchor to the annulus.  Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury.  At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture is unknown, but may be due to patient factors (annular calcification) or the factors mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 26mm sapien xt valve, a significant effusion was noted and an annular rupture was diagnosed.  The effusion was tapped whilst heparin was reversed.  Approximately 400-500ml was tapped and the effusion was resolved.  The patient left the lab hemodynamically stable after 30 minutes of observation. It is perceived that the annular rupture was caused by the annular calcification distribution being pushed through the wall of the annulus during valve expansion.   The patient¿s annulus measured 24mm by tee.  The patient had moderate annular calcification, mild leaflet calcification and no root calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.